Event description:
It was reported that during a video assisted thoracoscopic surgery / lobectomy procedure, the active blade of the device broke off. This problem cost the surgeon additional two hours of operation time and the patient was longer under narcosis. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What alert screens were displayed prior to the blade breaking? When the blade tip broke off, did the piece fall into the patient. If yes, was the piece retrieved. How ¿ (through the trocar, converting to open, etc.). If converted to open, was the convert to open a direct result of the broken blade and the need to retrieve the blade tip. What was the reason for the additional 2 hours of operation time. Were there any unexpected outcomes or complications as a result of the alleged device failure if attributed to the extended or time. If so what was it. ICU, blood products, additional hospital stay.